Event description:
A 20 gauge PICC line inserted in axillary vein, right ac. Tension noted on attempt to return guide wire, guide wire noted to be frayed at half-way point. Removed PICC line. Guide wire intact upon removal.